Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges. Reportedly, when the customer loaded a new cartridge, a minimum fill message occurred. It was noted that the customer filled the cartridge with 300 units of insulin. The customer was able to load a new cartridge successfully and there was no impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.